Event description:
Report received indicated that patient was unresponsive and had right hand paralysis. A percutaneous transluminal angioplasty (pta) was performed to treat a carotid artery stenosis (cas). The vessel was tortuous and target lesion was moderately calcified with 80% stenosis. The procedure "went off" without any problem; however, the patient became unresponsive before the angioguard filter was withdrawn. The filter was immediately withdrawn and the patient returned to consciousness in 10 minutes after the procedure was finished. The patient developed paralysis on right hand and the mild paralysis remained for one week with recovery trend. The patient is in stable condition now.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.